Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 55 mg/dl at the time of the incident. The customer reported losing consciousness and getting into a vehicle accident and breaking their nose as a result. The customer was at 167 mg/dl at the time of the call. The customer also reported diabetic ketoacidosis was the cause of their hospitalization. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was not completed at the time of event. The insulin pump will not be returned for analysis.